Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 384 mg/dl with associated symptoms of difficulty waking, nausea and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the event was associated with air bubbles and leaking from five or more cartridges. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with air bubbles and leaking of cartridges.